Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate visit the lens exchanged for a spherical model lens of the same size but different power. The replacement lens resolved the problem. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned dry in a microcentrifuge tube. Visual inspection found no visible damage to lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3- date of event is corrected in initial MDR to 09-sept-2025. Claim# (B)(4).